Event description:
Reporting status: malfunction. Reporting rationale: loose stent has caused or contributed to patient injury previously. Device issue: loose stent. It was reported that the otw vision stent did not appear to be tightly crimped on the balloon. This was observed during preparation; therefore, the device was not used. There was no patient involvement. No additional event or patient information is available.

Manufacturer narrative:
Results code: product performance engineering was unable to determine a definitive root cause for the reported loose stent. Evaluation summary: quality assurance analysis revealed that the sds was returned without any blood or contrast visible. The stent implant was loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon between the markers. There was no other damage noted to the sds. The protective sheath was not returned. A snap gauge was used to measure the outer diameters of the stent implant, the measurements were oversized. Product performance engineering reviewed the incident information and results of the returned device analysis factors that can affect loose stent outside the body include, but are not limited to, negative pressure during sheath removal, forced sheath removal, incorrect sheath sizing, or improper or inadequate crimping at the time of manufacture. Analysis of the returned device indicates presence of crimp marks between the markers of the still tightly folded balloon suggesting that the stent was at least crimped onto the balloon at the time of manufacturing. It is possible that the stent became loose during removal of the protective sheath. The protective sheath may have been forcefully removed. The protective sheath was not returned which may have aided in the investigation. The returned stent implant outer diameters did not meet manufacturing criteria since the crimped stent was reported and confirmed loose, this over-sizing may have occurred at the time of removal of the protective sheath, as it is expected that the stent would expand during travel over the balloon. It is also possible that the oversized diameters may have originated from the manufacturing site and contributed to the loose stent. However, this is unlikely considering that the stent outer diameters/stent movement is 100% verified during manufacturing. It is unknown when the stent outer diameter became oversized. Ultimately, the root cause of the loose stent is unknown, but there is no indication of a quality issue. The lot history record review did not reveal any non-conforming material reports. As a conclusive root cause could not be determined, and there is no indication of a quality issue, no corrective action will be implemented in this case. Product performance engineering will monitor the incident circumstances. All stent delivery systems are 100% visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security. This MDR is considered closed by the product performance group.